Event description:
Additional information was received that during the valve procedure, the first valve was loaded by a trained and experienced nurse. The second valve was loaded by an interventional cardiologist who does not frequently perform valve loading. The multiple loading attempts (approximate 20 minutes) with the valve and infolding/post balloon dilation of the valve (approximately 5-10 minutes) resulted in a procedural delay. Per the physician, the patient's anatomy was fairly standard with slight calcification but nothing extreme that contributed to the valve infold.

Manufacturer narrative:
Updated data: b5 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: evfxplus-29 (serial: (B)(6); product type: 0195-heart valves; implant date: n/a; explant date: n/a; product ID: d-evolutfx-2329 (lot: 0013102648); product type: 0195-heart valves; implant date: n/a; explant date: n/a; product ID: d-evolutfx-2329 (lot: 0013102648); product type: 0195-heart valves; implant date: n/a; explant date: n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, loading was performed by a nurse and a misload was identified with fluoroscopy due to frame node overlap over the fourth node. After reloading, the same issue occurred and the system was not used. A new valve and delivery catheter system (dcs) were loaded but fluoroscopy identified a misload due to a frame overlap over the fourth node. The cardiologist decided to reload the valve a second time. Since the overlap was slightly before the fourth node, the valve was used for implant. While deploying the valve, infolding occurred. After post-implant balloon dilation, the valve was completely open. It was reported that the case was performed in a hurry which may have impacted the loading process. No patient complications were reported as a result of this event.